Manufacturer narrative:
(B)(4). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The event was manifested by cloudy pd effluent. The patient was not hospitalized. On the same day as onset, the patient was treated with intraperitoneal vancomycin (750mg nightly and was ongoing at the time of this report) and intraperitoneal fortaz (ceftazidime) (nightly and was discontinued on an unreported date in the same month as onset of treatment). At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.